Event description:
During multiple chamber pacemaker generator change and coronary sinus lead placement, pt (patient) in trendelenburg position, using modified seldinger technique a venipuncture was made in axillary vein. There was a significant amount of tortuosity in the vein as it connects to the svc (superior vena cava). Using a versa core wire, partial access to vertical portion of vein as accomplished. For more support a 4fr micropuncture outer sheath was used, the wire was straightened and taken down to the ivc (inferior vena cava). Ka to sheath was advanced over the wire, versa core removed and amplatz super stiff wire advanced into ivc. Next a 9fr long sheath was advanced over wire into right atrium over the super stiff wire. The attain command mpr sheath w dilator were advanced into the 9fr sheath. The sheath was noted to have a kink at the inflection point from the axillary vein into the svc. Traction/countertraction on the 9fr sheath is advanced to the dilator of the mpr in order to advance past the kink. This resulted in penetration through the 9fr sheath with the dilator which was quickly withdrawn when noted. This area was significantly tortuous and redundancy of the vein. The 9fr sheath was replaced and procedure completed. A delay of 45 minutes intraoperative time due to patient complexity and tortuous vein anatomy.